Event description:
A report was received that a pt's precision system was explanted due to staphylococcal infection. The pt also reported having difficulty charging the ipg. The pt's implanting physician could not be contacted for further info.

Manufacturer narrative:
The explanted devices were not returned for eval.